Event description:
It was reported that an overdischarge of the implantable neurostimulator (ins) was suspected. This was the first time the patient¿s ins had been in a "possible" overdischarged state. The patient thought she last felt stimulation about a month prior to the report and last successfully recharged about 3 to 4 months prior. The reporter thought there may be something wrong with the recharger as the recharger was unable to connect with the ins. This was the second time a manufacturer¿s representative had had to help the patient recharge. It was noted that the last time the patient tried to charge, stimulation turned on and was ¿jolting her [the patient¿s] body¿ and it hurt. The patient turned off the charge and left stimulation on. The patient was reportedly in the hospital due to back pain and it was uncertain if it was device related. The reporter indicated that the patient had ¿new pain in the upper buttock area alongside the ins, on the left side¿, and was unsure if the ins was the cause. The pain reportedly started on (B)(6) 2014 and had gotten ¿severe¿. The patient usually took 4mg of ¿dilated¿ orally in the morning but was now taking 4mg every 4 hours in addition to oxicontin twice daily due to the increasing pain. It was noted that the patient¿s left leg went numb and was very painful and then the right leg also went numb. The reporter indicated that the numbness could have been due to the herniated disc which is why the patient was in the hospital.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).